Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Postal code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV which causing pain".

Event description:
Healthcare provider reported "left side capsular contracture baker grade IV which causing pain." Device remains implanted.